Event description:
On 12/18/2015, the reporter contacted lifescan germany, alleging inaccurate erratic results on the subject meter. The reporter was unable to provide any results but alleged that the results differed by 16 mg/dl. This complaint is being reported because the unknown results may not meet lifescan's precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.